Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
It was reported that during a surgery one drill bit bent during use (tip) and then the tip broke shortly before the end of the operation. No fragment remained inside the patient. Per complaint reporter there was no harm for patient, operator or third party. The surgery was finished successfully with the same device, since the tip broke off right at the end. It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
Additional information: d9, g3, h3, h6. The reported event was confirmed as one unpackaged ar-8943-42-ru 2.5mm drill bit with batch number 917214 was received for investigation and the visual evaluation revealed that the tip of the returned device has broken off (see evaluation picture 3) and the shaft is bent / twisted (see evaluation picture4). The broken off fragments were not returned for investigation. Functional testing was not performed due to the damage to the device. The most likely cause for the reported failure can be attributed to user error of the device due to prying/leveraging the device during use.